Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. During the closure procedure, when the plunger assembly was pulled back, no sutures were present. A second proglide device was used with the same results. Hemostasis was achieved with manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device #2: part #12673-05, lot #890136h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior foot and needle were broken and not returned. This is consistent with the posterior needle striking the foot during needle deployment, resulting in a posterior foot and needle tip break. Because the posterior needle struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket, the suture could not be retrieved when retracting the plunger. Based on the investigation findings, the probable root cause for the posterior foot and needle tip break is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.